Manufacturer narrative:
(B)(4).

Event description:
On 2012-11-14, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose during a trial before their pump was implanted. On an unknown date, the patient experienced urinary retention with "oral [medication] and during the trial". As a result, the hcp was titrating up the dose very cautiously with their new pump (see related (B)(6) lack of therapy)

Manufacturer narrative:
(B)(4).